Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead would not sense an atrial signal after troubleshooting the analyzer. The lead was not implanted and replaced on (B)(6) 2016. The patient's condition post procedure was stable.